Manufacturer narrative:
(B)(4). Visual examination of the returned product identified wear is noted to both junction ends. Black silicone sleeve has nicks from previous use with two cuts exposing the inner spring. Device is deformed and bent in the middle. No other damage was noted. Device has an approximate field age of 2 years. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the returned product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the flexible drill driver twisted and deformed while drilling for a screw. There was no known impact or consequences to the patient. It was reported no further information is available.